Manufacturer narrative:
Added information to h6. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Manufacturer narrative:
Added information to h10. Article reports of cuspal fibrin, thrombosis, endocarditis, and stenosis were unable to be confirmed though image evaluation. One color photo obtained from article depicted inflow and outflow aspects of a porcine valve. The outflow aspect of the valve appeared blurry and existence of fibrin-like material and thrombosis was unable to be determined from provided photo. The inflow aspect of the valve appeared to have minimal host tissue overgrowth around the stent circumference. X-ray analysis is required to confirm whether depicted valve is an edwards porcine valve. Two suture pledgets appeared attached to the sewing ring on the outflow aspect.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed article examination of operatively-excised bioprostheses in the mitral valve position to determine the reason for dysfunction in the american journal of cardiology am j cardiol. 2022 jun 1;172:98-106. Doi: 10.1016/j.amjcard.2022.02.029. Pmid: 35569884. A 31 ce valve was explanted after implant duration of two (2) months, due to staphylococcus aureus endocarditis. The valve was noted to have cuspal fibrin, stenosis, and thrombus. Thrombus is present in the sinus portion in 2 of the 3 cusps. No polymorphonuclear leukocytes or microorganisms were present in the vegetation.